Manufacturer narrative:
The customer reported that the multigas unit is showing a "gas device error". The customer will be sending this unit in for a repair. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: lot number & expiration device bla the following fields contain no information (ni), as attempts to obtain information were made, but not provided:

Event description:
The customer reported that the multigas unit is showing a "gas device error".

Manufacturer narrative:
Details of complaint: on 09/22/2020, the customer at southern new hampshire medical center reported the following issue with gf-210ra; sn(B)(6) from neurology/patient monitoring: the multigas unit is showing a "gas device error". Customer reported that they have rebooted the unit as well as disconnected and reconnected everything and the error persisted. Investigation summary: the root cause of the issue was undetermined although it could be presumed to be due to defective firmware.the overall risk of this event, taking into consideration of severity and probability, is "high". The reported issue does not require further investigation through CAPA process since the risk has been addressed in hha-19-010. Also, the risk could be mitigated because of the associated design and clinical factors. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 d10 additional information: b4. Date of this report g3. Date received by manufacturer g6. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative

Event description:
The customer reported that the multigas unit is showing a "gas device error".